Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Perform voltage test was performed and passed. A review of the share log was performed, and inaccuracy was within the investigation window. The allegation was confirmed. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
Subsequent to the initial supplemental, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No injury or medical intervention was reported.